Manufacturer narrative:
(B)(4). Additional concomitant medical products: medical product: delta ceramic femoral head, catalog#650-0661, lot#3482396. (B)(6). The device was not returned for evaluation due to unknown location. Review of the device history record (DHR) found no deviations or anomalies. Review of complaint history for same issue identified fifty complaints for item (catalog) number; no further action is required as event being addressed in the monthly trending meeting. Three additional complaints were identified for item/ lot number combination. Without the opportunity to evaluate the device, the complaint was not confirmed and root cause could not be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Associated risk table lists "general post-operative pain¿. Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04351/04353/04355/04356.

Event description:
It was reported that a female patient underwent a right hip arthroplasty procedure on (B)(6) 2015. During the six (6) month follow up visit the patient reported to have experienced problems walking about, problems with washing/dressing self and moderate pain or discomfort . During the one (1 ) year follow up visit the patient reported to have experienced problems walking about, problems with washing/dressing self, problems with usual activities and moderate pain. Additionally it was reported that the patient required two (2) crutches and a walker post operative and is unable to use public transportation. It was reported that the surgeon used posterolateral surgical approach during the procedure. The duration of surgery was reported as 85 minutes from incision to closure; no report of any delays or complications. Attempts to obtain further information were performed, yet no additional information was provided.